Event description:
It was reported that a clearlink system continu-flo solution set leaked chemotherapy at the lower port. This was discovered during patient infusion. The patient and nurse were exposed to cytotoxic medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: suspect lots r23e29062 and r23e23024 g1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, two companion samples from lot r23e29062 and two companion samples from lot r23e23024 wee received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sets underwent functional tests including pressure, clear passage, priming, 24 hour and 6psi water referee back pressure testing and all four sets performed according product specifications. The reported condition was not verified in any of the sets. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: expiration date for suspected lot r23e29062: 5/30/2025. D4: expiration date for suspected lot r23e23024: 5/24/2025. H4: the suspected lot r23e29062 was manufactured on may 31, 2023. H4: the suspected lot r23e23024 was manufactured on may 24, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and a leak at the y-site clearlink was observed. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined.  A batch review was conducted for suspected lots r23e29062 and r23e23024 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.